Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling side tool is worn. This is attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2013, the new s/n is (B)(4). Placeholder.

Event description:
The customer reported the device presents blockage of the needle diameter position selector due to the accumulation of residue inside, also fracturing of some internal components, impeding complete disassembly of the piece. This is report 1 of 1 for complaint# (B)(4).